Event description:
It was reported that when using the bd pyxis¿ es server, the anesthesiologist reported that they were unable to see patients in the anesthesia pyxis, and there was no orange icon indicating a hardware or network issue. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier (UDI) not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patients were not showing up. The field service engineer (fse) cleared the disk, corrected network settings, verified synchronization, logged in, and confirmed that the patient data was updated successfully. The system functioned as intended after the field service engineer resolved the issue.